Event description:
It was reported that during a hand assisted laparoscopic sigmoid resection procedure, the device fired malformed staples. The procedure was converted to open.

Manufacturer narrative:
No devices are available for evaluation because they were implanted in the patient. The manufacturer has not been able to obtain any additional information. The cause of the reported event cannot be detrmined at this time.